Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that six weeks following bilateral lasik, the pt was diagnosed with transient light sensitivity. The topical steroid drops were increased. In a follow up, the center director reported that the pt was seen ten days later, the symptoms were resolving and was doing well. There are two medical device reports associated with this event. This report is for the left eye.